Event description:
It was reported that there was a mis-identification with panel phoenix nmic/ID-307. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "mis-identification".

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary. This complaint is not confirmed. This complaint is for mis-identification when using phoenix panel nmic/ID-307 (449289) batch number 2165827. The customer did not provide panel returns or photos but provided isolates and lab reports for the investigation. The lab reports present patient isolate identification results as citrobacter freundii when using the product. Two (2) of the isolates returned by the customer were gram positive organisms whereas the complaint is logged against a gram negative panel and therefore were not used for investigation testing. To investigate, four (4) retention panels of the complaint batch were inoculated with customer returned isolate e. Coli 6000109-1 and evaluated on a phoenix m50 for identification results. Four (4) out of four (4) panels returned an e. Coli identification result as expected. As a result, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch, not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that there was a mis-identification with panel phoenix nmic/ID-307. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "mis-identification."